Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose high of 375 mg/dl following a meal, with persistent readings above 300 mg/dl despite a recent infusion set change the prior day; upon guidance, the user replaced the infusion set again and noted no visible leakage or damage, after which glucose levels began to decline slowly. Symptoms included elevated blood glucose and distress. Outcomes included ongoing monitoring at home without medical intervention or hospitalization. Investigation included customer care troubleshooting and user education by phone. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and infusion set replacement was implemented as a corrective action with partial improvement reported. It was concluded that the event involved hyperglycemia of unclear cause with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.